Manufacturer narrative:
Inspected one opened and used quick-serter. Locking and proper operation. Performed insertion test using a new lab infusion set onto rubber skin. Found infusion set does not sit into quick-serter properly.

Event description:
It was reported that the customer went to urgent care with a blood glucose of 260 mg/dl. The caller stated that the customer had been experiencing high blood glucose levels all week. It was stated that the customer has only been on insulin pump for one month, and the doctor had initially programmed very low basal rates. It was stated that the doctor made changes to the basal rates during the visit. It was also stated that the customer's insertion device was not functioning properly, and was not allowing the infusion sets to be inserting properly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see also MFR report number 2032227-2013-00810.